Event description:
When testing the print ability of the defibrillator, it was found that the lower half of the strip was printing fine, but the upper portion was omitted and therefore the date and time or a heart rate would not be printed on the strip when using the unit in say a code situation. The print head assembly was at fault and was replaced. Normal functionality was restored thereafter. Manufacturer response for defibrillator, zoll (per site reporter). When calling for replacement part information, it was asked if the unit was involved in patient harm or death, and the response was no.